Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services was consulted and provided programming recommendations. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service.